Event description:
Patient allegedly received an implant on (B)(6) 2014 via common femoral veins through the distal popliteal veins due to post deep vein thromboses and pulmonary embolism. The patient further alleged pain, swelling, cannot walk far or climb stairs, trouble breathing. Percutaneous filter retrieval (B)(6) 2014 due to device failure. Per a report from thrombectomy; ¿preoperative diagnosis: thrombosis of the inferior vena cava extending down into the into the iliofemoral veins below a preexisting vena cava filter. Type of operation: angiovac extraction of thrombus within the iliac veins and ivc. Description of procedure: we dilated the femoral vein on the right and introduced the 26 safe sheath. The angiovac was prepped and the circuit was brought on the field. We introduced the angiovac into the safe sheath and attempted to prime the system and¿ dictation ended.¿ per a report from retrieval report (successful) and implant report; ¿preoperative diagnosis(es): recurrent deep venous thrombosis bilateral lower extremity iliac veins, especially the left worse than the right and inferior vena cava clot. Also, clotted inferior vena cava filter. Procedures: 1. Angiovac retrieval of intravascular clot. 2. Balloon angioplasty of the left iliac venous system. 3. Retrieval of his old inferior vena cava filter. 4. Replacement of a new inferior vena cava filter. 5. Placement of an ekos catheter via the left popliteal vein. Indications: the new cook celect inferior ivc caval filter was delivered from the left femoral venous system.¿

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h1 and h6. Investigation: the following allegations have been investigated: ivc filter thrombus, ivc thrombus, pain, swelling, ambulation difficulties, dyspnea. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain, swelling, ambulation difficulties, dyspnea are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "the details of [pt]'s initial cook celect filter implant are unclear because the implantation records were destroyed in accordance with the retention policy of the hospital. In (B)(6) 2014, it was determined that [pt]'s initial cook celect filter had become clogged with blood clots. These blood clots extended from the level of [pt]'s cook celect filter into his iliofemoral veins. On (B)(6) 2014, [pt] underwent several procedures which included the removal of the blood clots, removal of the initial celect filter, and implantation of a second cook celect filter." Patient outcome: unknown.